Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. Test strip UDI #: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - able to establish contact with customer who indicated that it is very satisfied with results from the results of the new meter.

Event description:
Consumer reported complaint for e-0 error and symptoms. The e-0 error occurred when the blood sample was absorbed and occurred with multiple test strips. At the time of the call, the customer reported feeling sweating. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer fasting and produced test result of 42 mg/dl using the meter. Customer stated she was not concerned with the 42 mg/dl as she felt that her sugar was low. The product storage was not disclosed. The test strip lot manufacturer's expiration date is 05/13/2020 and open vial date is (B)(6) 2019.